Event description:
It was reported that a malfunction occurred with a code display of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump; however, the malfunction code persisted. Consequently, technical support arranged a replacement pump, and the customer was advised to switch to multiple daily injections (mdi) as a backup therapy. The pump was confirmed to be under warranty, and arrangements were made for its return, with the customer instructed on how to put it into storage mode and return it within 10 days using a pre-paid label.